Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the power went off during charging. The device was in use at the time of the event, however, no patient harm was reported. Available details indicate that the defibrillator turned off when the customer charged the patient (atrial fibrillation waveform) to administer a shock in manual mode. This caused a delay in treatment to the patient. However, the device was restarted, charged, and shock was provided. Multiple attempts were made to request information regarding the resolution and impact to the patient. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the defibrillator turned off when they charged the patient (atrial fibrillation waveform) to administer a shock in manual mode.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.